Manufacturer narrative:
The returned driver was evaluated. The tip was found to be twisted in a manner consistent with screw removal. The device tip was also found to be fractured. An exact cause cannot be definitively determined. A review of the manufacturing records did not identify issues that would have contributed to this event.

Event description:
It was reported that a driver tip twisted during a procedure. The case was completed using an alternate driver. There were no reported patient impacts or surgical delays reported. However, device evaluation by zimmer biomet personnel found that a portion of the tip was fractured in addition to the reported twisting.